Event description:
The patient&#39;s explanted lead and generator were received into product analysis. Exact explant date is unknown and product analysis has not been completed to date.

Manufacturer narrative:
B4 date of this report, corrected data: supplemental #01 report inadvertently omitted the date and should've listed it as 07/05/2024.

Event description:
Product analysis was completed on the generator and lead. The generator would not interrogate. The pulse generator was opened and the measured battery voltage confirmed an end of service condition. Other than the no communication due to end of service, the device performed according to functional specifications. Continuity checks of the returned lead portions were performed during the functional analysis, and no discontinuities were identified. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. Since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Abrasions were observed in various locations that did not penetrate and were noted to be caused by wear. Dried body fluids were seen inside the outer and inner silicone tubes with no entrance noted other than the cut openings. Coils were kinked and stretched and the condition of the electrodes is consistent with manipulation during explant procedure.

Event description:
It was reported by a physician¿s office that a vns patient was deceased. An online search identified that the patient passed away on (B)(6) 2008. An estimate of battery life calculation using the manufacturer¿s in-house programming history database predicted the device was expected to be delivering therapy at the time of the patient¿s death. Additional relevant information has not been received to-date.